Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.2 row seat was not detected. A field service engineer (fse) powered on the station, there all the lights on the drawer were illuminated. The station was shut down, and connections to drawers 3.1 and 3.2 were reseated. After powering the station back on, the drawer was still not detected on the bus. Diagnostics were run to eject all cubies, but drawer 3.2 row c did not respond. The station was shut down again, and the cubies were manually removed, revealing staples stuck to the board. The fse removed the staples and cleared all debris from the drawer. After reassembling and powering on the station, an acceptance test was performed, but it failed at row c pocket 5, which would not release. Further inspection revealed a cut string on the row board. The row board was replaced, allowed to configure, and diagnostics were run again. This time, the acceptance test passed. The customer then verified functionality using the storage space configuration, confirming that row c was now detected on the bus and the drawer operated correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed cubie. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.